Manufacturer narrative:
(B)(4). Following additional information requested but unavailable: were there any feeding or formation issues noted in the initial surgical procedure? Is it the surgeon¿s standard routine to load each clip within the jaws, off of the duct prior to closing the clip on the duct? How many clips were placed on the patient side? What was done to address the leak? During the post-operative care of patient were you able to identify where the clips were located or their shape? Why does the surgeon believe that the clips opened? Any surgical photos or video available? What is the current patient status?

Event description:
It was reported that the clip opened after surgery. The doctor used the 5 mm ligamax to ligate the gallbladder ducts during the cholecystectomy procedure. After a week the patient returned with bile peritonitis, indicating that everything leaked from the cystic due to material failure. After a week of surgery, the doctor had to perform a treatment to avoid the patient's cystic leak.